Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were seen between the luer lock and infusion set site. Reportedly, the user believed the air bubbles were due to the luer lock connection coming loose. There was no impact to the user's blood glucose level. Customer technical support educated the customer on how to remove air bubbles and recommended to tighten the luer lock connection.